Event description:
(B)(4). Great. Now my tooth has broken. I've never had any problems with my teeth until now. Not even a cavity. My lower back has been hurting the last few months as well. I was supposed to start a new job at the end of (B)(6) but had to put it off for about a month because of my back. Went to the emergency room 2 times. I have a herniated disk that is causing a pinched nerve in my left lower back. My sciatic nerve to be exact. And the bloating and weight gain is the worst. I feel so depressed all the time because of it.

Event description:
(B)(4). The essure was put in by dr. (B)(6). Ever since I had this procedure done, I have had severe pelvic pain, severe cramps, heavy heavy bleeding when on my period, large blood clots, I'm always exhausted, can't sleep very much. It's hard for me to fall asleep. I've never really had any cramps while on my period but now it feels like someone is stabbing me. I go through a super tampon every ten minutes and my period used to last about 5-7 days but now it lasts about a week and a half. I've never had any blood clots either but now I do.